Manufacturer narrative:
The returned device was evaluated. During evaluation, it was found that the inside of the battery bay area was damaged. Alkaline batteries were used and the unit functioned as designed. No other issues were identified. The customer reported that (B)(4) batteries ((B)(4)) were in use. Per the device's operator's manual: "the rad-5 and rad-5v are powered by 4 "aa" alkaline batteries. Do not use any other type of batteries or power source to run the device."

Event description:
It was reported that there was smoke from the interspace between the body and battery cover when the device was powered on. It was noted that (B)(4) batteries ((B)(4)) were used. There was no health impact or consequence to the patient or healthcare worker.